Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows many high-pressure alarms. Functional testing could not duplicate the reported issue. The downstream occlusion sensor was replaced to resolve the issue.

Event description:
It was reported that the error that frequently appears is "overpressure alarm" but the pump continues to run. The alarm first only comes after a few minutes, but then several times per minute. There was unknown patient involvement. No patient harm/adverse event was reported.